Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced non-sustained ventricular tachycardia and loss of left ventricle (lv) capture on presenting electrocardiogram. There was no evidence of pause in lv pacing. Technical services discussed reprogramming options. Currently, this device remains in service. No adverse patient effects were reported.